Event description:
During post surgery removal of the arterial line in the pacu, the surture was clipped, the cath was noted to be bent. During pull, the cath tore leaving approx half of the angiocath in the pt's wrist. Add'l surgery was required to remove the remainder of the catheter and repair the radial artery.